Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported whether the patient was hospitalized. The patient was treated at home with vancomycin injection (1gm/ after 3-days/ intraperitoneal), amikacin injection (150mg/ unknown frequency/ intraperitoneal) and fluconazole tablet (150mg/ once daily/ route not reported). At the time of this report, patient recovery and action taken with pd therapy were not reported.. It was reported that "retraining was done". No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b2, b5, b6, b7, d10, e1, h6 and h11. B5: upon follow up, it was reported that the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. It was reported that antibiotic treatment for peritonitis was ongoing. At the time of this report, the patient was recovering from peritonitis. It was reported the patient was retrained on the proper aseptic technique. Pd therapy is ongoing. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.